Manufacturer narrative:
The manufacturer had previously reported that a device's system board and display board were replaced to address a failure to charge its battery. A "service required" code was found. The device's proportional vavle, 3-way solenoid vavle, blower chassis tubing, and system board tubing needs to be replaced to address the issues.

Manufacturer narrative:
The manufacturere had previously reported a failure of a device to charge its battery. The devices system board and display board were replaced to address the issue.

Event description:
A request was made to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device by a field service engineer, a failure of the device to charge its battery was observed. The manufacturer has yet to complete its evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.